Event description:
The articulating head of the vessel sealer wires detached during operation. Instrument intact upon removal. No foreign items in cavity identified by surgical team. Vessel sealer ref 480422, defective item given to leadership.